Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 no findings available additional h6 component code: g07002 no device problem additional h6 investigation findings: c22 - photo review additional h3 investigation summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received one empty winding former and a suture that pertained to product code w9105. In the visual assessment of the suture, the insertion mark could not be observed in the suture. In addition, the needle was not returned for analysis to determine the assignable cause. Additionally, two photos were provided, one showing a box with product code w9105, and the other showing a suture inside a plastic bag. No conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. The product was returned to ethicon for evaluation. The returned product determined that it was received, six unopened samples that pertained to product code w9105. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via 2210968-2024-02272, 2210968-2024-02273.

Event description:
It was reported that patient underwent an ent (ears, nose, and throat) procedure on (B)(6) 2024, and suture was used. Three strands of sutures (from the same box) dislodged from their needles one after another when the surgeon was about to start first pass, respectively. No fragments were generated. Sutures from another box were opened. Procedure was completed successfully with no delay. There was no patient consequence.